Event description:
The device was implanted on 12/20/96 for intrathecal infusion of morphine and bupivicaine. Note: intrathecal infusion of bupivicaine is not a MFR's indication for the device's intended use. On 4/2/97, the physician contacted a MFR nurse and reported that on the date of implant, the patient was receiving morphine sulfate (ms)/bupivicaine via the device. Despite dosage adjustments, the patient required a cordotomy in january, 1997. Following this procedure, the ms dose was reduced and bupivicaine eliminated. The patient's pain has gradually returned, requiring addition of bupivicaine to ms and dosage adjusments. The patient is presently receiving ms 2.5mg/day and bupivicaine 19mg/day (concentration ms 1mg/ml and bupivicaine 7.5mg/ml), but the patient does not have adequate pain relief. The device refills have been performed by the physician or a facility nurse at the oncology home care. Only MFR device refill kits have been used. The device flow rate has been reported to be within normal limits at 2.5ml/day. A device contrast study was performed on 3/31/97 and showed a patent and intact flow path from the device to the intrathecal space. The contrast study was followed by a device injection of 5-6mg of bupivicaine that produced prompt anesthesia, but was also accompanied by decreased motor function, i.e. Pt was unable to stand. Dr questioned if a leak between the device reservoir and devices was possible. MFR nurse informed the physician that such a leak has rarely been identified and is unlikely given the facts surrounding this patient's situation. MFR nurse then discussed the possibility that pt requires a higher anesthetic dose and the implications of this, since device flow rate is preset and 7.5mg/ml is the maximum bupivicaine conc available. Dr plans to access device via an external pump system for 24 hours. He will start at the current concentration of ms/bupivicaine and titrate up, if needed. Device reservoir will be refilled with preservative free normal saline. Dr feels that this will rule out a leak in the device flow path and evaluate pt's dosage requirements. The MFR nurse informed dr that bupivicaine is not approved for delivery in this device and no information is available related to its use in the device. Dr stated that he was aware of this. MFR nurse also informed dr that the MFR does not recommend continual device infusions due to the following: 1) risk of infection - no filter is present at the level of the device, 2) no 22 gauge 90 degree MFR needle is available, 3) the risk of needle dislodgement during the continuous infusion due to the location of the device, i.e., the device is not stablized in the ribs. The physician stated that he understands these risks, but feels there is little choice but to proceed as planned to rule out a device malfunction and to determine dosage needed. Dr suspects that the pt will need a device flow rate in excess of 4ml/day.